Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019 at 11:38 pm. Four hours later, the patient was taken to the emergency department for vomiting and an elevated bg. The patient had started vomiting, the cgm alarmed and displayed 247 mg/dl. Insulin was administered, the patient¿s physician was contacted who recommended taking the patient to the ed. The patient vomited again after the insulin and upon admission to the ed, her bg was 447 mg/dl. Additional blood tests were performed in the ed, the patient received fluids and insulin via intravenous (IV) therapy. The patient was admitted for 23-hours with a diagnosis of diabetic ketoacidosis (dka), treated, and released. At the time of contact, the patient was doing good. Data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.